Event description:
As reported, after the balloon of a 5mm x12mm palmaz blue on aviator plus balloon expandable stent delivery system (sds) was filled, the stent was released; however, the balloon cannot be separated from the stent after it was deflated, and the balloon cannot leave the stent with the delivery system. There was no reported patient injury. After the renal artery plastic biliary (pb) stent reaches the lesion position through the catheter (unknown), the balloon was pressurized with a pressure pump. The complaint device was used with 6f and 7f short sheath (unknown), guide catheter (unknown), contrast tube (unknown), atw guidewire, 150 cm and 260cm non-cordis guidewire and non-cordis long sheath. The operator was trained to use the device. The device will not be returned for evaluation; a video was acquired.

Manufacturer narrative:
After the balloon of a 5mm x12mm palmaz blue on aviator plus balloon expandable stent delivery system (sds) was filled, the stent was released; however, the balloon cannot be separated from the stent after it was deflated, and the balloon cannot leave the stent with the delivery system. There was no reported patient injury. After the renal artery palmaz blue stent reaches the lesion position through the catheter (unknown), the balloon was pressurized with a pressure pump. The complaint device was used with 6f and 7f short sheath (unknown), guide catheter (unknown), contrast tube (unknown), atw guidewire, 150 cm and 260cm non-cordis guidewire and non-cordis long sheath. The operator was trained to use the device. The product was not returned for analysis. Per analysis of a film clip provided, a stent was noted in situ in the renal artery, with a marker guidewire placed distally through the stent, and a deflated pta balloon appears to be attached somehow to the proximal edge of the implanted stent, and unable to fully withdraw. A product history record (phr) review of lot 82206040 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds withdrawal difficulty - adherent¿ was confirmed through analysis of the film clip provided. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural factors may have contributed to the event as evidenced by the film clip provided. According to the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label and compliance chart. After deploying the stent, while observing under fluoroscopy deflate the balloon by pulling negative pressure with the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. While maintaining negative pressure on the balloon, slightly open the hemostasis valve and carefully withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent.¿ neither the phr review nor the procedural images analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.